Event description:
An rvg/muga scan was performed in an imaging room with an EKG trigger set on negative polarity. The negative polarity caused the gated acquisition to start and end each image on the s-wave instead of the r-wave. The software could not correctly identify the end diastole (ed) frame to properly calculate the ejection fraction (ef). The ef results of several patients were 0%- 15% lower than a manually recalculated ef. The software should have been able to identify the ed frame by searching throughout all 32 frames of the acquisition. The current software only identifies the ed using the first 16 frames.